Manufacturer narrative:
ADDITIONAL SUSPECT MEDICAL DEVICE COMPONENT INVOLVED IN THE EVENT: MODEL NUMBER/CATALOG NUMBER: SC-2318-70, SERIAL NUMBER: (B)(6), BATCH/LOT NUMBER: 5007802, MODEL/CATALOG DESCRIPTION: INFINION PRO LEAD KIT, 16 CONTACT, 70CM, UNIQUE IDENTIFIER (UDI)#: (B)(4). BLOCK D2B: PRO CODE (PRODUCT CODE): QRB. BLOCK B3: APPROXIMATED BASED ON THE DATE THE MANUFACTURER BECAME AWARE OF THE EVENT.

Event description:
IT WAS REPORTED THAT THE PATIENT UNDERWENT A SPINAL CORD STIMULATOR (SCS) LEAD REPOSITIONING PROCEDURE DUE TO UNKNOWN REASONS. THE PATIENT WAS DOING WELL POSTOPERATIVELY. THE DEVICES REMAINED IMPLANTED AND IN SERVICE. NO FURTHER INFORMATION HAS BEEN OBTAINED.

Event description:
It was reported that the patient underwent a Spinal Cord Stimulator (SCS) lead repositioning procedure due to unknown reasons. The patient was doing well postoperatively. The devices remained implanted and in service. No further information has been obtained.

Manufacturer narrative:
Investigation resultsThe devices were not returned for analysis; therefore, a technical analysis could not be performed. Device History Record It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Investigation ConclusionBased on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.Additional suspect medical device component involved in the event:Model Number/Catalog Number: SC-2318-70,Serial Number: (b)(6),Batch/Lot Number: 5007802,Model/Catalog Description: Infinion Pro Lead Kit, 16 Contact, 70cm,Unique Identifier (UDI)#: (b)(4).Block D2b: Pro Code (Product Code): QRB.Block B3: Approximated based on the date the manufacturer became aware of the event.